Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in a 1000ml intravia container while compounding. The pm was described as small, clear, and hard, and was contained within the product. The pm was observed while compounding intravenous oxytocin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed clear particle inside the bag. Visual inspection was performed on the returned sample which showed small particulate was inside the bag, this particle appears to be detached from the membrane of the port. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.